Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by acute mi. During the index procedure two endeavor sprint drug eluting stents were implanted in the lad. Approximately 18 months post index procedure the patient suffered from aggravation of coronary heart disease. The patient received medication. The patient died. The investigator reported that the event is not related to the index device or anti platelets.